Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: chapter 5 safety for cleaning, disinfection, and sterilization chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: the insertion bend rubber has foreign bodies. The following non-reportable malfunctions were found during the device evaluation: the insertion part curved rubber had a pinhole, there was insufficient angle of the curved tube at insertion, the insertion part curved rubber was sagging, soft tube at insertion was crushed, the soft insertion tube was wrinkled, the angle of the actuator had noise, the insertion part light guide bundle was broken, the contact point of the video connector at the connector was scratched, there was a deformed grip cover on the actuator, the universal cord cable section was crumpled, the cable section video cable was crushed, there was a scratch on the video cable, and the video connector cover was deformed. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, the insertion section was wiped down prior and the identity of the foreign material was unknown. There were no other concerns regarding the reprocessing of the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera rhino-laryngo videoscope had the tip coating peeling. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the insertion bend rubber has foreign bodies. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.